Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was disconnect from the pump. Customer's blood glucose was 107 mg/dl. Reportedly, the alarm was unable to clear. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.